Event description:
It was reported that on (B)(6) 2023 at 0100, the pump module was infusing fentanyl too rapidly. With a volume to be infused (vtbi) of 50ml, the infusion was ordered at 12.5 ml/hr with a concentration of 10 mcg/ml. It was reported that the following other infusions were also running: heparin at 16.9 ml/hr, levophed at 7.5ml/hr, vasopressin, propofol at 17.9 ml/hr, primacor at 6 ml/hr and "ns" at keep "keep open with antibiotics." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023 at 0100, the pump module was infusing fentanyl too rapidly. With a volume to be infused (vtbi) of 50ml, the infusion was ordered at 12.5 ml/hr with a concentration of 10 mcg/ml. It was reported that the following other infusions were also running: heparin at 16.9 ml/hr, levophed at 7.5ml/hr, vasopressin, propofol at 17.9 ml/hr, primacor at 6 ml/hr and "ns" at keep "keep open with antibiotics." There was patient involvement but no harm.